Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted as the physician suspected there was an infection of the device pocket. Cultures were done, however, the field rep was unaware of the results. No add'l adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.